Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the long bipolar grasper (lbg) instrument to perform failure analysis. The lbg instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley, resulting in an exposed electrode. The instrument passed the continuity which indicates that the instrument should be able to deliver energy. Energy delivery was not performed as the instrument failed recognition test. The instrument was placed on an in-house system, and it failed the recognition test. The instrument information found in the radio frequency identifier (rfid) was not detected. There was no report of a recognition failure during this procedure in the logs.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the tip of a long bipolar grasper (lbg) instrument was chipped. The customer used a backup lbg instrument to continue with the planned procedure. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the instrument operated as expected during the last procedure usage. The instrument did not exhibit any unintended energy discharge. The instrument did not involve in any inadvertent contact with another hard object or instrument.